Event description:
It was reported by the service report that the power cord had a broken power prong resulting in the bed having no power; bed exit module tab was broken, and the scale module was not readable. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged power cord with broken power prong. Scale assembly malfunction. Broken bed exit module tab.